Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was 468 mg/dl. Caller stated that the customer's insulin pump alarmed no delivery. Caller also stated that the reservoir was leaking insulin past the second o-ring into the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit alarmed motor error due to faulty force sensor and moisture damage. Unit was received with cracked case at display window corners and battery tube threads.